Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the preventive maintenance the field service engineer replaced the batteries of the device robot arm and device controller. Once the system was powered on following the maintenance one of the new batteries combusted.

Manufacturer narrative:
The batteries were returned to manufacturer for investigation. A visual inspection of those components indicated that the wiring of one of the batteries was incorrect as the wires were inverted: this is what caused the reported combustion. A supplier corrective action was raised to investigate further the root cause of the incorrect wiring with the supplier. Batteries were replaced and the device was recalibrated for repair purposes. Testing performed after the repair interventions confirmed that the device (B)(4) was accurate.